Event description:
It was reported that the patient with a sling device underwent surgical intervention to excise the device due to recurring incontinence. The patient had an artificial urinary sphincter (aus) implanted at a later date. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event, d6a implant date, and d6b explant date are all approximate there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.